Event description:
It was reported that channel b of a flo-gard infusion pump was inoperative. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-testing, and an alarm log review were performed with no issues noted related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.